Manufacturer narrative:
Concomitant medical products- nexgen tibial tray catalog#:unk lot#unk, bearing catalog#:unk lot#:unk. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. It was reported that the patient is highly allergic to nickel. Therefore, root cause of the reported issue is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06451, 0001822565-2017-06452. Remains implanted.

Event description:
It was reported that patient underwent total knee procedure and recently found out she is highly allergic to the nickel in her implants. She has swelling and pain in her knee which radiates up into her hip. No additional patient consequences were reported.